Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer's father reported that the insulin pump had blank display and buttons were unresponsive. Troubleshooting was done for blank display and keypad anomaly. The customer stated the insulin pump screen came back but the buttons were not responding. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump received with blank display, due to the battery tube connector not plugged in properly. Unable to verify unresponsive button and scrolling number display anomaly due to blank display. Insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.